Event description:
Additional information received indicated that the patient was presented remotely. Programming changes were made to address the under-sensing. There was no patient consequences.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was made. There was no patient consequences.

Manufacturer narrative:
Further information requested but was not received.